Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. X-rays were completed, however no fracture was able to be identified. Device data review is expected to be completed at a future date to determine further intervention. This lead remains in service. No adverse patient effects were reported.